Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. On (B)(6) 2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the samples were not returned for eval. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound breast biopsy procedure, the device would not rotate and lock on the second rotation. A coaxial was not used during the procedure. Another device was used to perform the procedure. There was no report of patient involvement.